Event description:
It was reported that this patient with a 23mm bioprosthetic pericardial aortic valve, implanted for 12 years and one (1) month, underwent a valve-in-valve procedure due to severe aortic stenosis and aortic regurgitation (insufficiency). The tavr was performed with a 23mm edwards transcatheter heart valve. Completion angiogram and tee confirmed good position of the valve with minimal paravalvular insufficiency. Completion peripheral vascular angiogram revealed no significant stenosis or bleeding. The patient tolerated the procedure well and was transferred to pacu in stable condition. The patient was discharged home in stable and satisfactory condition pod #1.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic pericardial aortic valve, implanted for 12 years and one (1) month, underwent a valve-in-valve procedure due to aortic regurgitation (insufficiency). The tavr was performed with an edwards transcatheter valve.